Event description:
It was reported that patient had previous aus surgery in (B)(6) 2019. He had another surgery in which a catheter was placed without knowing he had an aus. There was no erosion of the urethra at the cuff location however showed a little trauma. The doctor elected to replace the cuff in a distal location on the urethra to avoid any other complications. Additional information was received. There was no malfunction allegation against the device. No adverse patient effects.